Event description:
It was reported that "when the user fired a staple during a surgery, it was not properly formed/closed. The user replaced the stapler with a new one, but the same issue occurred three times continuously. Therefore, he/she used the fourth stapler to complete the procedure. No staple fell/remained in the patient, and no injury to the patient occurred". See associated mdrs #3003898360-2024-00186 and 3003898360-2024-00184.

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Other remarks: n/a. Corrected data: n/a.